Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6) , used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an exposure motor encoder failure. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, during a cori assisted ukr surgery, they were unable to seat the burr and received an internal error. They restarted and tried another long attachment but the situation occurred again. At this point there were unable to disassemble the drill, so a backup device was used. Additionally, while mapping, the screens blacked out on three separate occasions. The screens came back on after roughly 20 seconds each instance. The screens blacked out a fourth time once the surgeon had finished milling and they were trialing. No significant delays and no injuries reported. After the case, they were able to disassemble the drill. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). Section h3, h6: the real intelligence robotic drill, part # rob10013, serial #(B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. The reported problem was not confirmed. The drill passed kpc testing and a case with no errors nor malfunctions. Although the reported problem was not confirmed through the visual or functional evaluation, no reasonable contributing factors could be identified based on the received complaint information and investigation results. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.